Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnosis procedure got completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing fse found that the bolt that secures the rubber cushion for the protective plate arm was broken. The fse re-attached the rubber stopper. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the rubber stopper for the ceiling-suspended protector has broken off. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.